Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
It was reported that during the patient's surgery to add a new lead for new pain, the existing lead was pulled out of the foramen. The lead was replaced and therapy was resumed.